Manufacturer narrative:
Results: there was coagulated blood between the pusher assembly and introducer sheath. There were several offset coil winds on the proximal end. The embolization coil was able to be advanced out of its introducer sheath with significant resistance. The embolization coil was unable to be advanced into a parent catheter. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned in the hub prior to advancement, offset coil winds may result. These offset coil winds likely contributed to the inability to advance the coil into the parent device. Further evaluation revealed coagulated blood on the pusher assembly wire under the introducer sheath. This blood likely caused additional resistance when advancing and retracting the pusher within the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance into the hub of a non-penumbra microcatheter; therefore, it was removed. The physician then placed another smart coil in the target vessel using the same microcatheter. Next, the physician re-attempted to advance the previously removed smart coil into the hub of the microcatheter; however, it was not successful. Therefore, the smart coil was removed and the procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.